Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a fallen screen. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a fallen screen was confirmed during product evaluation. The root cause of the reported problem was determined to be faulty main display. Appropriate action was taken to correct the reported problem by replacing the main display. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.